Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The fluoro function board and the power supply were replaced. The system was tested and operated as intended.

Event description:
The customer reported that the 9800 system's collimator closed down, and the left monitor had no image. No pt injury was reported.